Manufacturer narrative:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a foreign substance was inside the sterile packaging. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and a manufacturing supplier investigation were performed. Visual inspection revealed no damage or anomalies on the device. The original package was not returned for analysis. Per the failure reported, a supplier manufacturing investigation was performed. Preliminary results (based on pictures provided by customer) for this investigation indicated that the issue may be related to packaging card material within raw material specifications or transfer of excessive device lubricant onto the packaging during transportation. However, after the supplier manufacturer evaluated the physical product, it was found that the device presented an over application of silicone lubricant during manual coating of the hemostatic valve. The manufacturing process does not clearly define the amount of silicone lubricant should be placed on the valve. Also, the black dots reported could not be fully defined if they were in or out of specification, as the original package was not returned and the issue was only observed on the pictures provided by the customer. Even though, a manufacturing gap was detected since the manufacturing process does not require inspection of the packaging card. A device history record was performed for the finished device batch number, and no internal actions were identified. The foreign material issues reported by the customer were confirmed, based on the available information. The root cause is the manufacturing process. Process improvement opportunities were identified and they are being performed to further avoid this type of failures. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
On 9 december 2025, the bwi product analysis lab received the complaint device for evaluation. The product analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a paroxysmal atrial fibrillation (afib) ablation procedure with a vizigo and a foreign substance was inside the sterile packaging. It was reported the vizigo had grease or lubricant substance inside sterile sleeve. They replaced the sheath to continue the case. There was no patient consequence.